Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 pocket a4 was failed and not detected on bus. A field service engineer shut down the station, removed all cubies and cleared debris. Secured all connections and rebooted the station. The hardware test application successfully opened and closed the drawer, and no error messages were observed on the screen. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pocket failed, and the device was not detected on the bus. The customer rebooted the station twice, but the issue persisted. The customer also released the pocket, but the drawer continued to register the pocket as present. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.